Event description:
Customer reported she was going to administer insulin, when she noticed the display had condensation. Customer's blood glucose was 86 mg/dl. Troubleshooting was performed. Condensation was under the display. The device was not dropped and it doesn't have any cracks. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.